Manufacturer narrative:
According to the facility on 7/26/2024, "the foley balloon could not be inflated. A new catheter was inserted. There was no injury." A sample is not available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
According to the facility on 7/26/2024, "the foley balloon could not be inflated. A new catheter was inserted. There was no injury."